Manufacturer narrative:
Corrected data: d4 model#: vtcim5_12.6. B5- the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -4.5/2.0/094 (sphere/cylinder/axis) into the patient's left eye (os). The patient experienced lens rotation and lens repositioning. Reportedly "the patient that we sent you information previously underwent rotation of the icl. Day one after rotation, uncorrected acuity was 20/25 os and manifest revealed refraction of -0.50+0.75x85. One week following the procedure, it rotated again his refraction is -15.+1.75x110 to yield 20/20- vision. The toric icl appears to be at the 85 degree axis. Cycloplegic refraction reviewed -1.13+2.75x95." The lens remains implanted. Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. Lens rotation was reported. The lens was repositioned but rotated again. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.